Event description:
It was reported that during the implant procedure, the physician had difficulties to screw the atrial lead, finally the screw kept turning endlessly, and the physician could not unscrew it anymore either. During the explant procedure of the right atrial (ra) lead, the lead was unable to be unscrewed and the lead was stuck inside the pacemaker connector. The ra lead "did not pace or detect atrium". It was also noted that the physician broke the lead when disconnected. The ipg and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the physician had difficulties to screw the atrial lead, finally the screw kept turning endlessly, and the physician could not unscrew it anymore either. During the explant procedure of the right atrial (ra) lead, the lead was unable to be unscrewed and the lead was stuck inside the pacemaker connector. It was also reported that the right atrial (ra)lead "did not pace or detect atrium". It was noted that the physician broke the lead when disconnected. It was further reported that the lead issues were observed on a non-medtronic product.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. The ra lead with the reported malfunctions were received back to the lab and confirmed that is a non medtronic lead. Therefore, this event does not meet the reporting requirements in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.